Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained lead noise (nslno) events were observed on the right ventricular lead. Also, transmissions revealed increased pacing lead impedance trends since (B)(6) 2019. The patient will be brought in clinic for further evaluations and lead replacement is expected to take place. No intervention has been performed. The patient was stable.

Event description:
New information received notes that the rv lead exhibited high, out of range sense/paced impedance. The lead was capped and replaced on (B)(6) 2019. The patient was stable.